Manufacturer narrative:
.

Event description:
The patient reports undergoing cataract surgery in 2006, with placement of the crystalens in his left eye. Postoperatively, he experienced severe halos at night. The patient has large pupils, which are contributing to the halos. The patient has been prescribed alphagan drops to minimize pupil dilation at night. The patient also reports experiencing difficulty with night driving. No further details were provided and no information was given to contact the patient or to confirm the iol implanted.